Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review (lot #4296363): 1) the products of this batch were assembled at intima ii auto line 4 in dec 2024 and packaged at r240 package line and cfs package line in dec 2024. Work order quantity was (B)(4). 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Among them, the prn torques meet the outgoing inspection requirement. 3) review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for leakage test and prn removal torque test, the leakage test is qualified, there is no leakage at the prn, and the prn removal torque is within the product specifications. 4. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Therefore, the IFU of the product indicates that the prn should be tightened before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no defective sample is received, the defect status of the complained sample cannot be identified, and the usage of the sample is unknown, so the root cause of the prn leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked (B)(6) 2025 when administering infusion therapy to a patient as prescribed, the IV shield was found to be leaking. The IV shield was immediately replaced with a closed IV cannula and reported to the equipment department.